Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly optis imaging catheter was to be used in the mid to proximal right coronary artery (rca). However, during the second imaging pullback, an error "catheter malfunction, please remove from patient" message displayed. Imaging was attempted again after being removed and reinserted into the patient, however, the same issue persisted. During removal, it was noted the technician pulled on the plunger which may have caused a separation of the inner plunger, which was discarded. Therefore, another dragonfly opstar imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation and subsequent imaging loss was able to be confirmed, as the device was observed to have a separated nitinol tube and optical fiber. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the cause of the reported imaging issue and material separation is related to operational context. The optical fiber and nitinol tube of the returned catheter were observed to be broken resulting in a separation. The optical fiber and nitinol separation likely caused the reported imaging loss. It is likely that the catheter experienced excess strain to the strain relief (proximal region), which then caused the observed nitinol tube and optical fiber break/separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.